Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During a corail total hip, the 32+1 head trial was lost in pelvis of patient.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A corrective action from CAPA# (B)(4) was created, which changes had been implemented under (B)(4) december of 2005 for the related failure mode. Suture holes were added in order to secure the trial head to the surrounding tissue and an x-ray wire was added to allow the end user to locate the head trail if it became loose in the wound. It is unknown if the complaint sample was manufactured prior or after the design change since the lot number was not provided. No further action indicated. Complaints will be monitored through post market surveillance sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.